Manufacturer narrative:
D10 concomitant devices. ((B)(6)) 230-03-04 - optetrak asy,cr cemented femoral, sz 4, ((B)(6)) 200-02-32 - three peg patella 32mm, ((B)(6)) 200-04-44 - cemented finned tib. Tra sz 4f/4t, the product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 161 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, failure of right total knee arthroplasty secondary to polyethylene liner wear resulting in large amounts of osteolysis within the proximal medial and lateral tibial plteau and bone loss along the posterior tibial cortex. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.